Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code) has been confirmed. Upon investigation the monitor would not power on and failed a flash test. The cause of t he problem was isolated to computer analog (ca) board sn (B)(4). The ca board has been returned to vendor for replacement of the ca board flash memory components u102 and u105. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective components. The patient received a replacement monitor.

Event description:
A patient service representative contacted zoll customer support to report that a (B)(6) male patient's monitor was generating a service code. The patient was issued a replacement monitor.